Manufacturer narrative:
Additional information for v.a.c. Granufoam¿ dressing kit lot number 8993889v009: expiration date: 31-jan-2024, device manufacture date: 05-feb-2021. Based on information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was reported to be at high risk of infections and morbidly obese prior to placement of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The v.a.c.® granufoam¿ dressing met specifications. The device met specifications before and after placement. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 26-jul-2021, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed on (B)(6) 2021 allegedly due to a fungal infection. On 16-aug-2021, the following information was provided to kci by the patient's nurse: there was a suspicion of fungal infection to the surrounding skin that extended to the patient's abdominal fold. The nurse reported there was increased moisture in the patient's skin fold that allegedly led to the fungal infection. The nurse could not determine if the fungal infection was caused by v.a.c.® therapy. On 18-aug-2021, the following information was provided to kci via medical records: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued (B)(6) 2021 and nystatin powder was applied to the fungal rash. A device history record review for v.a.c.® granufoam¿ dressing lot number 8993889v009 was completed. All end release testing of the product and packaging met specifications. On 12-may-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On (B)(6) 2021, the following information was provided to kci by the nurse: the wound area was allegedly found to be moist secondary to drainage and the exudate should have been pulled from the wound. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued (B)(6) 2021 and nystatin powder was applied to the fungal rash which resolved in one week.

Manufacturer narrative:
MDR-3009897021-2021-00209 submitted on 24-aug-2021 noted the following: b5 describe event or problem: on (B)(6) 2021, the following information was provided to kci via medical records: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued (B)(6) 2021 and nystatin powder was applied to the fungal rash. H6 adverse event problem medical device problem code: 2993 adverse event without identified device or use problem. Correction: b5 describe event or problem: on (B)(6) 2021, the following information was provided to kci by the nurse: the wound area was allegedly found to be moist secondary to drainage and the exudate should have been pulled from the wound. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued (B)(6) 2021 and nystatin powder was applied to the fungal rash which resolved in one week. H6 adverse event problem medical device problem code: 2170 suction problem. Based on the corrected information, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.